Event description:
A patient (age and gender unknown) had a therapeutic procedure to treat an avm (ateriovenous malformation) the resolution hemostatic clip attached to the lesion by grasping the tissue, however the clip would not release from the catheter to complete the deployment. The doctor did confirm that there was significant torque in the scope. The device had to be pulled from the bleeding site in order to be removed. Injection sclerotherapy was utilized to resolve the bleeding. The device removal did not result in any additional trauma to the site of the attempted deployment. The procedure was noted to be successful and the patient condition as fine with no reported ill effects sustained.